Event description:
It was reported that a malfunction occurred on the pump with a malfunction code malf 12 displayed. There was no clear information about any adverse impact on the customer's blood glucose level. The customer was assisted by technical support to reset the pump, but the issue recurred. As the pump was no longer under warranty, the customer expressed interest in obtaining an out-of-warranty loaner pump, and a replacement pump was arranged by technical support.